Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, as the device was deploying from neutral to basket, the physician noticed the wire was difficult to move and the catheter not changing shape easily. The device was removed from the patient and inspected. There was tissue caught in the lumen preventing deployment and wire advancement. It was further reported that a new guidewire was used to complete the procedure and the previous guidewire remained in the previous catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. An image of the catheter was provided which did show tissue present on the tip of the catheter during the procedure. Based on all the available information boston scientific determined the most likely cause was unintended user error as the tissue entrapment likely occurred due to changing the catheter's deployment while in contact with the patient's cardiac tissue.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, as the device was deploying from neutral to basket, the physician noticed the wire was difficult to move and the catheter not changing shape easily. The device was removed from the patient and inspected. There was tissue caught in the lumen preventing deployment and wire advancement. It was further reported that a new guidewire was used to complete the procedure and the previous guidewire remained in the previous catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.